Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the released filter moved when retracting the introducer, as if still attached, but came loose after a few minutes. No product was returned and no imaging was provided. Therefore, based on the information provided it would be inappropriate to speculate at what may or may not have caused the filter to move when attempting to remove the jugular introducer. However, it is suggested that the grasping hook somehow caught the vena cava wall after the filter release and made the filter move "as the sheath and the catheter was moving", but this is only speculation as no imaging was provided. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: radiology manager g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "on implantation, the button was pushed to release the filter from hook, as they were retracting the sheath and the deployment catheter. The filter seems to try to come out with it instead of staying in the body. So, the filter was moving as the sheath and the catheter was moving (like it was still attached). After a few minutes the filter did come loose and they were able to retract the sheath and catheter". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.